Event description:
It was reported to tyco healthcare/kendall that a customer had an issue with a dialysis catheter. The customer stated that the catheter ruptured on one of the ports (red port). It was where the clear section where the clamp is located. The catheter had to be removed and replaced.

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.